Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a pause in pacing for one beat, while being monitored. The patient's right ventricular and atrial leads were recently repositioned due to twiddler's syndrome. The device was implanted subpectoral following the lead revision. Noise was observed on the rate/sense electrogram that was not being sensed by the device, so no further pacing inhibition was observed.